Event description:
It was reported that the adapter cable has intermittent issues where the saturation monitor displays a low or high heart rate values (between 20¿220) while spo2 value is displayed correctly. But when ECG is connected, the heart rate level is normal. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote service personnel. The remote support engineer (rse) talked to the customer and confirmed the details about the cables used. The customer reported that they did not see issue like this with adapter cables manufactured at another manufacturer date. The results of the analysis were that the customer was advised to replace the defective cables with new one. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective spo2 adapter cable. The issue was resolved by advising the customer to replace the defective cable with new one from another manufacturer date and lot/batch. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).